Event description:
It was reported that the patient circuit connected to the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator unit was leaking. Troubleshooting performed by the doctor at the hospital verified that the leakage came from the disposable patient patient breathing circuit. The reported event will be detected during pre-use check where patient circuit test is one of many sub-tests. No device logs have been returned for evaluation, it is unknown if the mandatory pre-use check was performed before initiating ventilation or not. The faulty patient hose was returned for investigation. The reported leakage could be confirmed during the simulated use testing in a reference ventilator device. The cause as to why the disposable patient tube is leaking has not been established by this investigation, there was no visual deficiency verified during the investigation.

Event description:
Manufacturer's ref. #: (B)(4).